Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show multiple purge-related errors: piston blocked, sau_purge communication issues, "home not found" (unable to home purge motor), and eventually a "purge fluid not detected" error during case start wizard. Also values of purge pressure, flow, and purge ticks recorded in log for the pump were observed to be abnormal and/or invalid. After the console was brought to danvers for troubleshooting, the issue was initially not reproduced, but after 10 minutes of running with known-good purge cassette and pump simulator, "piston blocked" events started occurring. After temporarily replacing pud pca with a know-good board, the purge system was tested, and no further purge errors were reported and measured values (pressure, purge ticks) were within specification. Per the results of the clinical review and investigation, the root cause was determined to be a defective pud pca. The cause of the board defect was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. On initial startup, they were unable to prime. Switched purge cassette but still unable. Switched to new aic and primed without problem. There was no report of patient harm or injury.